Event description:
It was reported by a customer complaint that the patient was treated in the emergency room due an incident of low blood glucose. The report indicates the patient had labile blood glucose readings, particularly at bedtime when his readings would fluctuate drastically. The reporter stated he believes that the insulin infusion pump with blood glucose monitor was reading incorrectly and this may have contributed to the hypoglycemic incident. He was treated and released. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.